Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was the pt reported having problems with their box; pss discovered the patient was referring to issues occurring when trying to recharge their implant (ins). Pt said it is taking longer to charge the ins and sometimes the ptm has displayed a message saying to "inspect the location of the device where they have the belt at" (pss believed pt was referring to the "no imd [16] no device found' information screen). Pt said the recharging antenna has never gotten hot while recharging and no visible damage was detected. Pt mentioned taking the li battery (bp) out a couple of times and put it back in to try to help the problem. Pss began walking pt through starting a recharging session. Ptm screen reached looking for a device [15] according to pt and then cycled back to the unlock [17] screen. Pt then said they were at work and had to go pss was unable to collect any other information during the call before the patient needed to hang up. The issue was not resolved. Pt said they would to try to call back during their lunch break to finish troubleshooting steps. Pt then called from registered number and mentioned they got the "no device found" screen and could not charge their implanted neurostimulator(ins). During the call, the pt pressed "recharge" and the controller entered passive recharge mode(62,63,67). Pt mentioned the event date was "about a month ago." Patient services specialist instru cted the pt to allow the ins to charge in passive recharge mode for 30-45 minutes and then call back if the ins did not advance out of passive recharge mode. Pt mentioned an hcp and the name is listed in the secure note. Additional information was received from a patient (pt). Pt noted they were having difficulty charging their implanted neurostimulator (ins) and was in passive recharge mode since they last called about a "couple weeks ago." Pt noted they advanced past passive recharge mode when they previously called, but were back in the passive recharge mode and couldn't advance the passive recharge mode. Pt requested a replacement recharger (rtm) because they never had issues charging in the past. Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected and the rtm was not hot when charging the ins, but was warm. During the call, the pt was in passive recharge mode. Pss reviewed passive recharge mode with the pt and suggested the pt enter passive recharge mode for 30-45 minutes once they receive the replacement rtm and wait until they advance past passive recharge mode. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial# (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.